Event description:
The patient reported exposed wires of the power cord. The power cord was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Device investigation results are inconclusive since the device was not returned for analysis. A review of manufacturer's patient care network database logs by ppe on 18jan2024 confirmed the pes was able to send readings, indicating the replacement of the power cord on 12sep2023 resolved the power issues.